Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was placed on the wrist radial artery access site following a left heart catheterization. The tr band was inflated per protocol while the sheath was removed. It was immediately noted that the tr band lost its air and the site was bleeding. The team removed the tr band and replaced it with another band. The estimated blood loss was less than 250 cc. The location of the leak is unknown.